Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via email that a ttc nail and a drill bit from a compression ft system had issues during a procedure. No further information was provided. Additional information was received on 12/17/2024: the ar-9090-08s dualcomp hindfoot nail was implanted, and the drill would not advance into the nail when drilling for the proximal calcaneus. The surgeon attempted to freehand the drill without the jig but was unsuccessful. While using the ar-8750-09 cannulated drill bit, it snapped at the connection to the power adapter. The piece that broke off remained flush with the ao connection. The rest of the drill was removed from the guidewire in one piece. The drill did not break in the patient. The case was completed using additional fixation with an ar-8770-70h compression ft screw and an ar-8770-55h compression ft screw. The case was delayed about fifteen minutes; however, the sales representative was unaware if additional anesthesia was administered. This was discovered during a hindfoot arthrodesis, ttc fusion procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. The failed device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded the most likely cause. The most likely cause of the reported failure is user error, including misalignment during insertion, impact, or blunt force during instrument usage. The complaint was confirmed based on the customer's attached picture, which shows the device broken off at the connection to the power adapter.